Event description:
Customer reportedly obtained results of 117 mg/dl and 336 mg/dl on the advantage system within 10 minutes. Customer also reports obtaining results of 108 mg/dl and 400 mg/dl on the adantage system within 10 minutes. Customer reportedly dosed an extra 10 units of novolin based on results of 400 mg/dl and 336 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where the comparison were performed.